Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged inaccuracy began approximately 2-3 weeks prior to contacting lfs. On the morning of five days prior, the pt reported obtaining blood glucose readings of "262 mg/dl" with the subject meter and "159 mg/dl" on another device (bayer meter), performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose readings exceeds the expected value of <= 30% and/or <= 30mg/dl. On an unspecified date/time, prior to performing the above comparison, the pt claimed she suffered a low blood glucose as a result of giving herself too much insulin based on her meter result. The pt is on an insulin pump. It is not known what reading the pt obtained with the subject meter and how much insulin she administered (bolus) in response to the meter result prior to developing symptoms she described as blurred vision, dizzy, and "pouring sweat." The pt denied testing her blood glucose at the onset of symptoms; however, reported immediately treating herself with food and/or drink. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique; however, noted that the pt was cleaning the puncture area improperly. The pt did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.